Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25 mm navitor valve was successfully implanted using a small flexnav delivery system. The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. On (B)(6) 2022, the patient returned and during a computed tomography exam, a small amount of thrombus was noted on the 25 mm navitor valve. The patient was prescribed anticoagulants and stable at the time of report.

Manufacturer narrative:
An event of thrombus on the valve was reported. Information from the field indicated that small amounts of thrombus were seen on all three leaflets after a CT imaging. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.